Event description:
The home pt reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine during drain 4. There was nothing unusual noted in the set up of supplies. The pt then disconnected and incorrectly reconnected. The treatment was then discontinued and restarted with new supplies. According to the nurse there was no pt injury or medical intervention required.